Event description:
Agent ide study. It was reported that restenosis of the target lesion occurred. On (B)(6) 2017 the patients right coronary artery (rca) was treated using a synergy ii stent. On (B)(6) 2019, angiography revealed that the rca had 80% in-stent restenosis. On (B)(6) 2021, the target lesion was then treated using the study device, and the patient was discharged on the same day on aspirin and prasugrel .